Event description:
Unit is going into inop condition with alarms, will reset and shut off. Inop indicator on, unit does not see external power. Vent would come on, flash lights, alarm and go off without anyone touching vent. Patient was on vent with external battery. When they got to their destination, they plugged vent in. The vent started to alarm after a few minutes and would not turn on or off. The second vent did the same way. Both were charged fully before leaving the home. The vents would not work even when hooked to the external batteries. Notes: patient was on vent with external battery when they got to there destination, they plugged vent in. The vent started to alarm after a few minutes, would not turn on or off. The second vent did the same way, both were charged fully before leaving the home. The vents would not work even when hooked to the external batteries.